Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 553mg/dl. The customer reported having symptoms of nausea. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with intravenous drip. The customer also reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 41, blood glucose reading 350 mg/dl. It was also mentioned that the customer had bent cannulas. Troubleshooting occured. Advised sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.